Event description:
Md attempted to electively remove left lower extremity PICC without success. Ultrasound revealing "clot" throughout saphenous vein (per md). The line was initially pulled out an additional 4-5cm without difficulty and then resistence was encountered. Warm soak applied for one hour. On the second attempt, the line was removed with some resistance. The entire length of the catheter measured approximately 31cm (original length 30cm) upon removal. Unable to discern markings on last 10cm of catheter. "Cord" palpated in mid thigh area. Md informed. X-ray ordered and revealed approximately 4-5 cm of catheter intact in leg vessel.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.